Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged black spot on tongue. There was no report of serious or permanent patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged black spot on tongue. There was no report of serious or permanent patient harm or injury. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the devices was completed by the manufacturer and found dust like contamination, keratin like contamination and an unknown red/brown contamination in the inside surfaces of the top and bottom enclosure, rear panels, air inlet, blower box outlet and below the drybox. The manufacturer also found fibrous contamination, bio-contamination and dust/dirt contamination in the humidifier enclosure, drybox, drybox seal, flip lid seal and connector elbow. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes the contaminates found were consistent with an unknown contaminant and dust, keratin, fibrous and bio-contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Sections d9, d10, g3, h3 and h6 has been updated / corrected.